Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that, during the index procedure, the physician was unable to release the tip capture mechanism. The physician attempted to use the rear grip but was unsuccessful. The physician elected to disassemble the delivery system and broke the delivery system in the process to release the proximal bare stent. The event was resolved and the procedure was completed. Per the physician, the cause of the event was related to the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the device was returned loose with a brown box. The device was returned slightly bloodied with the stent graft not loaded within the delivery system as it was deployed in the patient. Upon inspection of the device, there were kinks along the graft cover approximately 65mm and 175mm from the edge of the graft cover. Twisting on the graft cover starts approximately 23.5in from the edge of the graft cover and continues to the strain relief. The kinks and twists were most likely due to the way the device was returned. The delivery system was returned broken; tip capture release handle (not returned), tip capture release screw gear. The rest of the device was unremarkable. Inspection of the capture tubing found transparent/glossy material located approximately 1 cm above the backend t-tube. The transparent/glossy material was about 1 mm in length. The event was confirmed; the difficult to deploy most likely was related to the silicone adhered to the capture tubing not allowing passage through the silicon seal. Previous investigation for silicone sticking to the tip capture lumen has been performed however, a definitive root cause could not be conclusively determined. If information is provided in the future, a supplemental report will be issued.